Manufacturer narrative:
The complaint device has not been returned to date. A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
The tip broke off into the pt and was retrieved.